Manufacturer narrative:
(B)(4). The customer returned one, opened cvc kit containing multiple components for analysis. No definite signs-of-use were observed. Visual examination of the returned swg confirmed the guide wire is kinked near the distal end. Even if the entire assembly remained intact during shipping (no dislodging of straightener tube), the area of the kink is located in the window where the swg is exposed. This indicates that storage and shipping likely caused or contributed to this event. The distal j-bend was intact. Both welds appeared spherical and fully formed. The guide wire was kinked 91mm from the distal weld. The guide wire total length measured 602mm , which is within the specification limits of 596mm-604mm per the guide wire graphic. The guide wire outer diameter measured .793mm, which is within the specification limits of .788m-.826mm per the guide wire graphic. The undamaged portions of the returned wire was guide passed through the returned catheter. Little to no resistance was observed. A manual tug test confirmed the distal and proximal welds were fully attached. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "read all package insert warnings, precautions, and instructions prior to use. Failure to do so may result in severe patient injury or death". The IFU also states, "do not use if package is damaged". The customer report of guide wire damage before use was confirmed by complaint investigation of the returned sample. The sample passed all relevant dimensional and functional testing. A device history record review was performed, and no relevant findings were identified. The area of the kink is located in the thumb guide window where the swg is exposed during transit. The tubing showed no kinks or stress marks. Based on the condition of the guide wire and the report that the damage was observed before use, storage and shipping likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Customer reported the swg (spring wire guide) was found kinked prior to patient use. The device was not used on the patient.

Manufacturer narrative:
(B)(4).

Event description:
Customer reported the swg (spring wire guide) was found kinked prior to patient use. The device was not used on the patient.